Manufacturer narrative:
Upon receipt of additional information, only the articular surface and femur was removed and replaced during the revision procedure. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, only the articular surface and femur was removed and replaced during the revision procedure. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). G2: australia. D10 - medical product: unknown femoral component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-02404, 0001822565-2023-02408.

Event description:
It was reported patient underwent a revision procedure post implantation due to infection in knee. Attempts to obtain additional information have been made; however, no more is available at this time.